Manufacturer narrative:
(B)(4). Date sent: 04/03/2020. D4: batch # n56v4f. Device analysis: the analysis results found that the cdh33a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no anvil was received for analysis and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You have stated that "it was hard to transfer". Does this mean that the cdh33a device was difficult to insert into the rectal stump (meaning the device metal trocar was difficult to pierce the rectal stump)? Please provide further detail of what is meant by "took out the trocar and apparently the internal mechanism failed as the trocar came out and entered but the orange mark that gives the staple height did not move,"? Had the device been able to successfully be fired? If yes, did it deliver a staple line? If yes, was the staple line complete? If yes, had the device delivered a cut line? If yes, was the cut line complete? Or had the device not been able to be fired and it was therefore, easily removed from the tissue since it had not been fired (no staple line or cut line)? You have stated "no corrective treatment to the patient was necessary at that time". Was there any change in the post-operative care of the patient due to the event that occurred during the procedure? What is the current patient status?

Event description:
It was reported that during a low anterior resection, during a large part of the surgery everything went normally, we used our ntlc75 devices with an sr75 cartridge, nslx120l, cs40g and cdh33a; when approximately 12 pm was the moment where the patient was placed in position to make the anastomosis colorectal, the whole protocol was done properly but we noticed that at the time of taking out the device trocar, it was hard to transfer with the rectal stump previously stapled with the contour cs40g, in addition to that, it did not make the characteristic sound when the device trocar was inserted in the anvil so it was removed and replaced, which was clicked correctly, then the doctor placed the height of the clip to more than half to close to 1.5mm approximately, then he removed the locking and he set out to make the shot, the usual sound was not heard and he immediately told me that something was wrong, that it did not staple, he tried again but it did not sound the characteristic noise so he took it out to check it and took out the trocar and apparently the internal mechanism failed as the trocar came out and entered but the orange mark that gives the staple height did not move, so he asked for another new cdh33a circular stapler, the protocol was followed and in this occasion, the anastomosis was successful, and at the end he told me to follow up because this had never happened to him with our devices. No corrective treatment to the patient was necessary at that time.